Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of clips not loading into the jaws. Visual inspection was performed where excessive lubricant and damage to the trigger was observed. Based on the condition of the returned unit, it is possible that the reported event was caused by rapid actuation of the device. The excessive grease observed may increase the probability of the clip not loading into the jaws if the device was rapidly actuated. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: (name redacted), a regular user of the device, noticed that the initial clip did not deploy, he clipped 3 times and then only did a clip come out, then he clipped again, and a clip did not come out, device was tested outside the patient and every this fires a clip would come out. Additional information received from applied medical representative via email on 09sep25: no clip loaded into the jaws. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip was manually removed from the jaws. No clip was removed from the jaws. No resistance in trigger actuation, no clip came out until after 3 fires. Intervention: device replacement. Patient status: patient is fine.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: (name redacted), a regular user of the device, noticed that the initial clip did not deploy, he clipped 3 times and then only did a clip come out, then he clipped again, and a clip did not come out, device was tested outside the patient and every this fires a clip would come out. Additional information received from applied medical representative via email on (B)(6) 2025: no clip loaded into the jaws. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip was manually removed from the jaws. No clip was removed from the jaws. No resistance in trigger actuation, no clip came out until after 3 fires. Intervention: device replacement. Patient status: patient is fine.